Manufacturer narrative:
G4: 03jan2020. B4:(B)(6). Although requested, the patient's information was not provided. The international fse (field service engineer) evaluated the ventilator and reported that the touchscreen was functional at the time of evaluation since it had been previously calibrated. The replacement of the touchscreen is still pending. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14jan2020. B4: (B)(6). The manufacturer¿s international service technician replaced the touchscreen. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18nov2019.

Event description:
The customer reported a touchscreen malfunction. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.